Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion sets are not adhering to the body; they are not sticking and are defective. No adverse event reported. Alleged device has been discarded; will not be returned.